Manufacturer narrative:
H6: investigation: a physical sample was reported to be available. Unfortunately, the sample was lost in transport on its way to the manufacturing facility for investigation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text: see h10.

Event description:
It was reported bd angiocath¿ IV catheter 20ga 1.88in had a deformed catheter tip. The following information was provided by the initial reporter, translated from french: "collapsed tip, irregular liquid perfusion".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd angiocath¿ IV catheter 20ga 1.88in had a deformed catheter tip. The following information was provided by the initial reporter, translated from (B)(6): "collapsed tip, irregular liquid perfusion".